Manufacturer narrative:
Based on the information available, the root cause could not be confirmed, and we are expecting the return of the malfunction device. Upon receipt at philips the device will be evaluated. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened.

Manufacturer narrative:
Updated investigation coding grids.

Event description:
It has been reported to philips that the device is failing self-test.